Manufacturer narrative:
Hill-rom has sent the account a new lift charger and requested this one be returned to hill-rom for further investigation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the staff detected a slight burning odor in the patient's room and the corridor, without knowing where it came from. Later, a slight smoke started to appear by the patient's lift charger. The lift was located in patient room 004 at the account at the time of the incident. There was no patient or user injury reported. (B)(4).

Manufacturer narrative:
The charger was returned to the manufacturer for evaluation. Analysis of the returned charger showed that the most likely root cause of the initial heat source was a failure of the cold solder joint. The manufacturing process was evaluated and changes were made to the solder joint to allow for heat expansion. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the staff detected a slight burning odor in the patient's room and the corridor, without knowing where it came from. Later, a slight smoke started to appear by the patient's lift charger. The lift was located in patient room 004 at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).